Manufacturer narrative:
Other, other text: b3: date of event and d4:UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a gouges in the enclosure and the front cover, pole clamp and line cord discolored, the quick connect corroded, a missing reflux plug, and the water tank had multiple cracks. The reported issue was confirmed during functional testing when the device leaked. The leakage was traced to the observed damages to the water tank. However, no root cause could be identified for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device enclosure, water tank cover, membrane switch, quick connect, plate clip, reflux plug, front cover, line cord, labels and or-rings were replaced, and preventative maintenance and calibration was performed.